Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported an over-infusion of pca morphine, stating that the pump was initially programmed to infuse a concentration of 60mg/30ml, however the concentration was later changed to 300mg/30ml and they suspect the pump was not reprogrammed to match the new concentration. The customer suspects this may have occurred twice on the same patient on successive days. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: (2) pri tubing, therapy date: (B)(6) 2017. The customer¿s report of a possible programmed overinfusion was not confirmed. The reported initial concentration of 60mg/30ml was not found in the event log. Pca module s/n (B)(4) which the customer reported as the suspect device was in use and infusing an unidentified medication. The initial programming for this device could not be confirmed as it occurred prior to the start date/time of the received pcu event log. In addition, the data set received for the investigation was released after the event date so the medications identified in the log review cannot be confirmed to be correct. The pcu event log shows that at 3:45 pm on (B)(6) 2017 pca module s/n (B)(4) was programmed to infuse a pca dose + continuous infusion of morphine pca high concentration 300mg in 30ml. The user changed the pca dose to 4mg and entered 20 minutes for the lockout interval, 10mg/hr for the continuous dose, 22mg/hr for the max limit, and started the infusion. The last entry for (B)(6) 2017 was for a pca dose request delivered at 11:53 pm. During this time, there were 16 successfully delivered pca dose requests and 15 requests not delivered (either due to lockout interval or max limit). The device alarmed 4 times for patient pressure. At 6:06 pm the continuous dose was also changed to 8mg/hr and the max limit was changed to 20mg/1hr. The total volume recorded as being infused during this period was 13.092ml. The root cause of the possible programmed overinfusion was not identified.